Event description:
The device was explanted due to migration of the electrode array out of the cochlea. At explantation 5-6 electrodes were found extra-cochlear.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the active electrode migrated postoperatively out of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to migration of the electrode array out of the cochlea. At explantation 5-6 electrodes were found extra-cochlear. The user was re-implanted with a new device.